Event description:
Information received on 05/22/97, indicates a penile prosthesis was implanted, date and device type not indicated. On 01/14/92, the device was removed from the patient and a dynaflex device implanted, reason not indicated.